Event description:
The ventilator stopped working while on a pt. It showed failled to cycle. Switching the unit off and restarting it again, but it failed twice more before they removed it from the pt. The infant was bagged and thereafter commenced on another venitlator where he continued to do well.